Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions and the unit passed comparable accuracy testing. The unit was determined to be fully functional.

Event description:
The customer reported high values compared to another device. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions and the unit passed comparable accuracy testing. The unit was determined to be fully functional.

Event description:
The customer reported high values compared to another device. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported high values compared to another device. No consequences or impact to patient were reported.